Event description:
It was reported that the patient underwent a heart transplant.

Manufacturer narrative:
This MDR is part of abbott's patient outcome update project. Manufacturer's investigation conclusion: no device related issues were reported. The customer communicated that no additional information will be provided. The device was not returned for evaluation. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 - brand name: corrected. Section d3 - manufacturer information: updated. Section d4 - catalog number: corrected. Section d4 - primary unique device identification (UDI) number: corrected. Section g1 - contact office or compounding outsourcing facility: updated. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
Additional information indicated that the patient's status was ongoing and that they were seen in clinic on (B)(6) 2025.

Manufacturer narrative:
Manufacturer's investigation conclusion: the patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The reported event and subsequent investigation do not indicate an issue with the manufacture of the product, per the device history record review. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. No device-related issues were reported; however, section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.